Event description:
Adverse event: "eye went soft" (intraocular pressure, delayed, uncontrolled). Product problem: no product problem reported (no known device problem). The facility reported during a surgery case, the eye went soft twice. No pt harm was reported.

Manufacturer narrative:
The facility did not request service. No samples were returned for evaluation. There was no sample returned for evaluation and no additional info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event and the root cause is, therefore, unk at this time. A review of complaints for the last 24 months indicated 3 earlier reports and two additional complaints that were reported concurrently with this complaint. An internal investigation has been opened to investigate the reports of this issue. (B) (4). (B) (4). (B) (4).